Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coil was found in my uterus"), genital haemorrhage ("heavy bleeding") and angina pectoris ("heart pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("sharp pain where the coils are placed."), pelvic pain ("severe labor pains / it was living through pain ten fold"), pain ("body aches"), insomnia ("insomnia"), alopecia ("hair loss,"), weight increased ("weight gain"), angina pectoris (seriousness criterion medically significant), dyspnoea ("trouble breathing") and back pain ("back labor"). The patient was treated with surgery (hysteroctomy) and surgery (ablation). At the time of the report, the device expulsion, genital haemorrhage, adnexa uteri pain, pelvic pain, pain, insomnia, alopecia, weight increased, angina pectoris, dyspnoea and back pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, angina pectoris, back pain, device expulsion, dyspnoea, genital haemorrhage, insomnia, pain, pelvic pain and weight increased to be related to essure. Diagnostic results: on an unspecified date, she has been tested to see if it was her thyroid, blood pressure, cholesterol and they were all normal. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from plaintiff fact sheet received. Event device expulsion was added. Case became incident. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1683) on 19-oct-2015. The most recent information was received on 21-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the coil was found in my uterus') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("sharp pain where the coils are placed."), pelvic pain ("severe labor pains / it was living through pain ten fold"), pain ("body aches"), insomnia ("insomnia"), alopecia ("hair loss,"), angina pectoris ("heart pain"), dyspnoea ("trouble breathing"), back pain ("back labor"), furuncle ("boil and very painful"), renal pain ("kidney pain") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysteroctomy). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, adnexa uteri pain, pelvic pain, pain, insomnia, alopecia, weight increased, angina pectoris, dyspnoea, back pain, furuncle, renal pain and allergy to metals outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, angina pectoris, back pain, device expulsion, dyspnoea, furuncle, genital haemorrhage, insomnia, pain, pelvic pain, renal pain and weight increased to be related to essure. Diagnostic results: on an unspecified date, she has been tested to see if it was her thyroid, blood pressure, cholesterol and they were all normal "concerning the injuries reported in this case, the following one was reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the coil was found in my uterus') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("sharp pain where the coils are placed."), pelvic pain ("severe labor pains / it was living through pain ten fold"), pain ("body aches"), insomnia ("insomnia"), alopecia ("hair loss,"), angina pectoris ("heart pain"), dyspnoea ("trouble breathing"), back pain ("back labor") and furuncle ("boil and very painful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysteroctomy). At the time of the report, the device expulsion, genital haemorrhage, adnexa uteri pain, pelvic pain, pain, insomnia, alopecia, weight increased, angina pectoris, dyspnoea, back pain and furuncle outcome was unknown. The reporter considered adnexa uteri pain, alopecia, angina pectoris, back pain, device expulsion, dyspnoea, furuncle, genital haemorrhage, insomnia, pain, pelvic pain and weight increased to be related to essure. Diagnostic results: on an unspecified date, she has been tested to see if it was her thyroid, blood pressure, cholesterol and they were all normal. "Concerning the injuries reported in this case, the following one was reported via social media: device expulsion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event "boil" added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the coil was found in my uterus') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("sharp pain where the coils are placed."), pelvic pain ("severe labor pains / it was living through pain ten fold"), pain ("body aches"), insomnia ("insomnia"), alopecia ("hair loss,"), angina pectoris ("heart pain"), dyspnoea ("trouble breathing"), back pain ("back labor"), furuncle ("boil and very painful"), renal pain ("kidney pain") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysteroctomy). At the time of the report, the device expulsion, genital haemorrhage, adnexa uteri pain, pelvic pain, pain, insomnia, alopecia, weight increased, angina pectoris, dyspnoea, back pain, furuncle, renal pain and allergy to metals outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, angina pectoris, back pain, device expulsion, dyspnoea, furuncle, genital haemorrhage, insomnia, pain, pelvic pain, renal pain and weight increased to be related to essure. Diagnostic results: on an unspecified date, she has been tested to see if it was her thyroid, blood pressure, cholesterol and they were all normal. "Concerning the injuries reported in this case, the following one was reported via social media: device expulsion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media new events - kidney pain and nickel allergy were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.